Event description:
It was reported to a representative by the physician's office that the patient had passed away. No cause of death is known and obituary could not be located. Programming history data was reviewed and no anomalies were identified. No additional relevant information has been received to date.